Manufacturer narrative:
A ge rep evaluated the system and reseated the video connectors, but the customer does not wish to pursue the high voltage cable replacement until schedule permits. No further repair info is available.

Event description:
It was reported that intermittently the system video (fluoro) was interrupted. This could cause the system to become intermittently unusable due to the inability to produce a live fluoro image. There is no report of injury or death associated with the event described in this complaint.